Event description:
It was reported by the patient that they underwent a tympanoplasty procedure in (B)(6) 2015 and suture was used. The suture did not absorb and was spitting. The patient pulled the suture out per the surgeon's request. The patient believes that the area has opened back up in the ear canal. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.